Event description:
It was reported, [the nebulizer] did not dispense the medication, (there was no mist); there was no reported injury.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): nebulizer. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by (B)(4). Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(4). (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an (B)(4) product is defective or caused serious injury.

Event description:
It was reported, [the nebulizer] did not dispense the medication, (there was no mist); there was no reported injury.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): nebulizer. Additional information: d4; h6. H6: 4756 (appropriate impact term/code not available): nebulizer. The device history record for lot mwm473427 was reviewed and the product was produced according to product specifications. Without a sample to perform functional evaluation or photographic /video evidence the root cause could not be determined. All information reasonably known as of 08 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.